Event description:
(B)(4) clinical study. It was reported that chest pain, dyspnea and stent thrombosis occurred. In (B)(6) 2013, the patient presented with chest pain, shortness of breath (sob) and was referred for cardiac catheterization. Subsequently coronary angiography and index procedure were performed. The target lesion was an in-stent restenosis (isr) of a previously placed unspecified stent located in the distal left circumflex (lcx) with 90% stenosis and was 14 mm long with a reference vessel diameter of 2.25 mm. It was treated with direct stent placement using a 2.25 x 16 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented due to chest pain and sob. A stress test was performed which revealed moderate ischemia in the anterior and lateral wall. The patient was called to follow up in one week to perform the coronary angiogram. Two days after onset of symptoms, the patient was hospitalized and was referred for cardiac catheterization. Coronary angiography revealed 100% occlusion (stent thrombosis) extending from the proximal to distal lcx and was treated with percutaneous transluminal coronary angioplasty (ptca), however, the procedure was unsuccessful. The patient was referred to be send to another facility for possible rotablator procedure. The event was considered as not resolved. The patient was discharged on aspirin and clopidogrel the following day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Event date-corrected from (B)(6) 2014. (B)(4).

Event description:
It was further reported that in (B)(6) 2014, the stent thrombosis was treated with balloon angioplasty using a 2.00mmx12 mm emerge balloon catheter. It was noted that the vessel was not opened via the intervention because of the high risk involved and the need of a laser endarterectomy to open up the occluded vessel. In (B)(6) 2014, the event was considered resolved.